Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer also stated that she was unable to remove the battery cap. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a stripped battery cap at the coin slot. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test.